Manufacturer narrative:
Initial reporter phone #: (B)(6). Results: six samples were returned for evaluation. Samples were pressurized leak tested for leakage. No defects detected. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5113910. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the luer-adapter connection point of the bd vacutainer® safety-lok¿ bcs with pre-attached holder, 21g 7in tube leaks after connecting the tenth tube. This leakage often required a second puncture of the patient. No injury or medical intervention.